Event description:
Event description guidant received information that the patient's heart rate is 60 but the pacemaker, which is on an advisory, is programmed to 70ppm. The patient has been taking the heart rate with a new blood pressure cuff and it has been this slow since early this morning. The patient also feels a little light headed. His pulse is irregular. The caller was last seen in the pacemaker clinic recently and everything was ok at that time.